Event description:
The report indicated that during mapping with a octaray mapping catheter, the patient experienced pericardial effusion treated with pericardiocentesis and prolonged hospitalization. It was reported that a pericardial effusion was noticed after mapping. After mapping, the physician performed an effusion check using the intracardiac echocardiography (ice) catheter, and the pericardial effusion was noticed/confirmed using ice. The patient had no visible symptoms. The medical intervention provided was a pericardiocentesis. The patient was monitored for half an hour following the pericardiocentesis and the pericardial effusion did not come back. The procedure was aborted. The last known patient status was stable. The boston scientific farapulse system was set up for ablation, but no ablation was performed. The physician¿s opinion on the cause of the adverse event is that it was procedure related. The patient required extended hospitalization but did not require cardiac surgery. No catheter exchanges occurred during the procedure. One transseptal puncture sites were performed. No ablation was performed. No steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).